Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), to remove the essure implant ). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet (pfs) received: reporter¿s information was updated and a new reporter was added. Patient¿s information was added, the start and stop date of essure were updated and indication was provided. The events ¿vaginal bleeding¿, ¿menorrhagia¿, and ¿migraine¿ were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 634829 -not valid x 2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change. Concurrent conditions included dysfunctional uterine bleeding, painful intercourse, menses irregular with excessive bleeding, nabothian cyst and cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after placement there were 1 coils protruding from the catium on the right and 2 coils protruding on the left there were no indication of perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-mar-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 634829 x 2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change. Concurrent conditions included dysfunctional uterine bleeding, painful intercourse, menses irregular with excessive bleeding, nabothian cyst and cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after placement there were 1 coils protruding from the catium on the right and 2 coils protruding on the left there were no indication of perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 7-mar-2019: mr received. Lot no. Were added. Medical history were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 634829-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change. Concurrent conditions included dysfunctional uterine bleeding, painful intercourse, menses irregular with excessive bleeding, nabothian cyst and cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, menstruation irregular, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after placement there were 1 coils protruding from the catium on the right and 2 coils protruding on the left there were no indication of perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on 5-dec-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 634829 -not valid x 2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change. Concurrent conditions included dysfunctional uterine bleeding, painful intercourse, menses irregular with excessive bleeding, nabothian cyst and cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, menstruation irregular, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after placement there were 1 coils protruding from the catium on the right and 2 coils protruding on the left there were no indication of perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : reporter added, events added- abdominal pain, dysmenorrhea, irregular bleeding. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.